Event description:
A doctor contacted baxter (B)(4) regarding a leak with a transfer set. The hp stated that they noticed that their belly was wet and it was due to a transfer set leakage. The hp stated that they received antibiotics. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed and the root cause could not be determined. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. Set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.